Manufacturer narrative:
The field service engineer (fse) ordered and installed a new front cover with inserts. The front cover is now safe to open and close following the instructions and warnings in the product labeling. The root cause may be attributed by the front cover with broken bolts on the arm support plate bracket.

Event description:
A field service engineer (fse) discovered a potential safety risk on the current condition of the cytomics fc500 front cover, during a preventative maintenance inspection (pmi) with the customer. Fse noticed that two of the four bolts on the front cover had broken free from their inserts and therefore were attached to nothing. No injury to an operator occurred and there was no risk of harm to a patient.